Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02855, 0001822565-2017-02859, 0001822565-2017-02860 & 0001822565-2017-02862.

Event description:
It was reported that the patient has been indicated for revision due to unknown reason. No additional information was provided.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable as this complaint was for a request for product identification only. There was no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of the product. As such, this information is considered an inquiry and the complaint file is being closed as not a complaint. If additional information is received that alleges a product deficiency, the complaint will be re-opened and evaluated at that time.